Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 49 mg/dl. Customer¿s low blood glucose level was 98 mg/dl. The customer reported the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 98 mg/dl and the sensor glucose was 47 mg/dl at the time of the incident. Troubleshoot was performed and the customer stated that insulin delivery could be threshold suspend and stated that 54 mg/dl and low battery. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The insulin pump was returned for analysis.